Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the down key was not responding. The caller did not know the blood glucose reading. There were no significant events leading to the keypad issues. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with broken belt clip slot, minor scratches on lcd window, scratches on reservoir tube window and cracked reservoir tube lip.